Event description:
The customer reported that after processing plates on the osp using disposable syringe lot number 30503, the technician observed liquid had been dispensed outside of the wells and that the syringe in use at the time was bent. No death or serious injury was associated with this incident.